Manufacturer narrative:
The device was returned and the evaluation found that due to corrosion on endoscope connector, an e315 error occurred. Follow up with the user facility is being performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope had a non-compatible endoscope error: e315. The patient was not under anesthesia. There were no reports of delay or patient harm.

Manufacturer narrative:
This report is being supplemented to provide updates to b5, d10, h6, and h10. Correction to h6 component code. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned and the evaluation found that due to corrosion on the endoscope connector, the b30 scope communication error occurred. Should additional relevant information become available, a supplemental report will be submitted. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. Important information ¿ please read before use. Precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the bronchovideoscope had a non-compatible endoscope error: e315. The issue occurred at the beginning of a diagnostic bronchoscopy procedure. The procedure was completed with a similar device. There were no reports of delay or patient harm.